Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. A batch record review was performed for the lot number provided. All parameters were within specifications including sterilization criteria. No non-conformances or deviations were identified. The batch record review did not identify any probable or root causes that would contribute to the patient's condition. The abbvie tubing is performing as expected. No confirmed trends were identified. A return sample evaluation was not performed because tubing was not available. Stomatitis is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Reportedly, there was bleeding noted during the procedure. On (B)(6) 2016, report indicated that the stoma site has been bleeding overnight and the skin above the stoma was tight and slightly swollen. Stoma site was red. The patient was seen by physician and was started on oral antibiotics. Haemoserous ooze was noted every morning and swab has been taken. There is over granulated tissue present around the site which was treated with a hypertonic saline solution. Additional information received indicates that the antibiotic course started on (B)(6) 2016 has been completed and patient has been commenced on another course of antibiotics.